Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up revealed the patient's lead was explanted and replaced. Surgical intervention resolved the patient's issue.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported high impedance was found intra-op during surgical intervention reported under MFR. Report#: 1627487-2016-02726. It was also reported the doctor allegedly found a kink in the patient's lead during the procedure. In turn, the doctor decided to refer the patient to another physician to undergo surgical intervention related to the patient's lead. Surgical intervention may take place on a later date.